Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cm01, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the surgical procedure the nim system spontaneously stimulated the monitored nerves without any stimulation. There was no patient impact.

Manufacturer narrative:
B3: date of event has been updated. B5: additional information has been updated. H3:product analysis for patient interface couldn't able to confirm the reported issue and no anomalies were found. H3:product analysis for nim console couldn't able to confirm the reported issue and no anomalies were found. H6: codes a090101, b01, c19, d1102 has been updated. The previously updated codes a0908, b21, c21 and d16 were no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information stated that during the performance, without stimulation, the device began to signal itself, reporting enormous curves. Subsequently, movement was observed in the area of all electrodes on the face, at most the 3rd and 4th, without any activity in the operating field. Further stimulation was not performed. The muscle relaxant was used at the beginning of the procedure. The device was turned off; the procedure was completed without the device.